Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 3 of 4 on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle the power through the system error 2367 then to press go to start . The hp was not sure what to do next. The tsr had the hp disconnect and remove the cassette. The tsr explained the alarm and advised the hp to contact the nurse. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. This complaint for se 2240 is not confirmed because the disposable set was not returned to baxter for evaluation, the lot number was not provided for a batch review and the user did not describe any types of use errors or other issues that might have caused the reported event. If additional information becomes available a follow up MDR will be submitted.